Event description:
It was reported that the system 9600 had a broken brake handle making the brake inoperative posing a hazard. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replacement hardware is on order. No further problems are anticipated once replacement is installed. A follow up report will be filed if additional information becomes available.